Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d1, d2a, d2b, d4, d6a, d6b., g4, h4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Record has defaulted to a saline device at this time as the type and fill of the device is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is/was [rupture, capsular contracture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Device has been explanted and replaced with another manufacturer's device.